Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, for the first firing the surgeon tried to fire the first and second reload, however, both knives did not advance and the device could not be fired. Oozing bleeding occurred as a result of the issue.